Event description:
The customer's father reported that the customer went into the emergency as they believed that insulin was pushed into the customer. The reservoir door opened and the customer did not notice. The reservoir was still inside the pump while the door was open. The customer was not sure whether or not the driver arms were in the locked position or not. The customer device was inside the front pocket. During the troubleshooting the driver block was checked and did not move in the locked position, however, the reservoir door opens easy. It was also mentioned that the pump does not have a luer lock.